Manufacturer narrative:
During a retrospective clinical study, it was noted that synergraft aortic valve and conduit was implanted in an extracardiac rv-pa conduit placement procedure to replace a previously implanted cryovalve allograft that is said to have failed due to coarctation of the aorta and severe tricuspid regurgitation. Approximately two years after implantation of the allograft, the patient developed mild pulmonary regurgitation/insufficiency. Then approximately three years after implantation, the allograft was explanted due to valvular dysfunction, major calcification, stenosis, and mild insufficiency. As such, this event was investigated as a complaint and the results are summarized below. A review of the processing records revealed the allograft was processed according to all processing specifications prior to release. A review of the literature indicates an explant of this nature while rare has been reported in the literature. The precise cause of the failure of this allograft can not be determined from the available information. Calcification of the graft may be related to dpbs that was previously used in the processing solutions. The reported stenosis of the conduit may be secondary to intimal hyperplasia and/or relative stenosis of the allograft due to growth of the patient.

Manufacturer narrative:
An investigation has been initiated and any additional information will be reported in the follow-up report.this report is being submitted as required by federal regulations and does not constitute an admission that the allograft caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
During a retrospective clinical study, it was noted that synergraft aortic valve and conduit was implanted in a extracardiac rv-pa conduit placement procedure to replace a previously implanted allograft that is said to have failed due to coarctation of the aorta and severe tricuspid regurgitation. Approximately two years after implant, the patient developed mild pulmonary regurgitation/insufficiency. Then approximately three years after implant, the allograft was explanted due to valvular dysfunction, major calcification, stenosis, and mild insufficiency.